Event description:
Customer reported that t:slim x2 pump battery would not charge, and pump screen remained dark. No adverse impact to the customer¿s blood glucose level was reported. Reportedly, customer reverted to manual injections for insulin therapy.